Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the main control pcb (printed circuit board) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation), etc on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.